Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in type iii bone in ada site 26, it failed to stabilize upon insertion. The site was switched to site 27 and an implant was successfully placed with better stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in type iii bone in ada site 26, it failed to stabilize upon insertion. The site was switched to site 27 and an implant was successfully placed with better stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in type iii bone in ada site 26, it failed to stabilize upon insertion. The site was switched to site 27 and an implant was successfully placed with better stability. The product will be forwarded to the manufacturer for investigation. There were no reported complications.